Event description:
It was reported that the patient¿s pump had been explanted without informing the pump managing physician prior to the explant. It was indicated that the hospital then contacted the managing/implanting physician and the patient was transferred from the medical center to a clinic to address the catheter. The physician was notified to remove that catheter and the surgery was performed on (B)(6) 2013. It was stated that he was going to remove part of it or tie it off, though the partial removal of the catheter was indicated to be ¿surgical intervention.¿ at the time of report, the patient was alive; however, it was unknown if there had been an injury to the patient. The drug being used in the device system was unknown.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8583, lot # n311578, implanted: (B)(6) 2012, product type accessory. (B)(4).